Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed.